Event description:
A nurse at the user facility reports that a crack was noted on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accomodate removal of the lens. Add'l info has been requested.